Manufacturer narrative:
D10 concomitant products: (B)(4), 173024 endo stitch 0 grn 120 surgidac, (lot #j1m0525y) additional information: a2, a3a, a4, b3, b5, d4 (expiration date, lot #), d10, g3, h4, h6 (ime, imf), h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic paraoesophageal hernia repair, the needle of the device broke in two and fell inside the patient. Both sides of the needle were able to be retrieved via grasper. There was no patient injury.

Event description:
According to the reporter, during a procedure, the needle of the device broke in two and fell inside the patient. Both sides of the needle was able to be retrieved.

Manufacturer narrative:
D10 concomitant products: unknown endo st - unknown endo stitch sulu, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.